Event description:
It was reported by the user that the top housing and the bottom housing of the aseptic battery housing are not glued completely. It was noticed during inspection, no associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. After return to the manufacture facility it was found at the service floor that the top housing was detached from the lower housing.

Manufacturer narrative:
The reported event, an issue between the housings, was confirmed. The engineering technician observed that the top housing is separated from the lower housing. The lower housing was also found to be cracked near the hinge. Potential causes for a cracked housing include excessive autoclave exposure, exposure to high ph cleaners, cleaning solvents, or impact such as being dropped.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported by the user that the top housing and the bottom housing of the aseptic battery housing are not glued completely. It was noticed during inspection, no associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. After return to the manufacture facility it was found at the service floor that the top housing was detached from the lower housing.